Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind, no excessive no delivery/occlusion alarm and low battery alarm anomalies due to blank display. Pump received with cracked lcd window. Visual inspection shows no rainbow screen and dark spot noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack around battery casing, screen has water spots, diminished battery life, polarization effect on screen, rewind more than once to prime, unexplained no delivery alerts in the past. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.